Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused congestive heart failure and anxiety. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging congestive heart failure and anxiety related to a CPAP device's sound abatement foam. No medical intervention was specified for the reported events. These events may be related to a product problem and/or user error. Based on the available information at the time of the review, the device may have caused or contributed to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.